Manufacturer narrative:
(B)(4). Sample is not available for evaluation and the lot number is unknown. Should additional infromation become available, a follow up MDR will be submitted.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted the baxter technical service group to report a system error 2240 alarm (inidicating air in the set) while on the homechoide device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).